Manufacturer narrative:
An event regarding appearance involving a scorpio patella was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection on the returned device indicated yellow discoloration of the patella. Material analysis: material analysis was performed on ultra-high molecular weight polyethylene (uhmwpe) barstock as part of an nc. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been 3 other similar events for the lot referenced relating to appearance. Conclusions: it was reported that a scorpio universal patella was observed to be discolored upon opening the sterile packaging. The event was confirmed via evaluation of the returned device. An nc was raised to address this event.

Event description:
73-3910 lot 4873 came out of the box yellow.